Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states that every time the battery icon goes down to two bars; they have issues with the pump. The father states they will conduct a bolus and the blood glucose won't change. The customer's blood glucose level was unknown. The father did not have the pump in hand. The customer was advised to call back when the pump is in hand in order to troubleshoot.